Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Report of formal claim received from (B)(4) regarding pinnacle mom hip implants. Suspected adverse reaction to metal debris reported, and raised metal ions. No confirmation of revision received.